Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) 3 due to the repeated code 319. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the reported failure, error 319. The usm was tested on an in-house system and failed normal mode as it triggered error 319. The usm was tested on a patient side cart fixture test platform (pftp), with a new rolling loop fiber cable, and passed the direction tests, lissajous, chipencoder virtual absolute (cva) characterization, sensor check, sine cycle, friction test, carriage friction tests, brake release test, brake hold test, advanced brake test, and carriage strength test. The original rolling loop fiber was installed and the error returned.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer called in to report that they received a non-recoverable error 40084. The surgical staff was power-cycling the system at the time of the call with an intuitive surgical, inc. (Isi) technical support engineer (tse). The system started up with repeated error 319. The surgical staff attempted to recover the error 319 with no success. The surgical staff then disabled the system's universal surgical manipulator (usm) 3 and continued with the other three (3) usm arms. The tse indicated that not all troubleshooting steps were exhausted, as the hard power-cycle was not completed. The surgical staff indicated they would perform the hard power-cycle of the patient side cart (psc) in between cases. The procedure was completed as planned with no report of patient harm, injury, or adverse outcome.